Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not prime. It was further reported the customer could not establish flow on the set. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.